Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked retainer ring). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked retainer ring) was confirmed during visual inspection where cracked retainer was noted.

Event description:
Information received by medtronic indicated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.